Event description:
It was reported that foley catheter tube was broken and pushed into centrifuge tube. It occurred while in use with patient and no serious injury or harm done.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (with original packaging), used pediatric cath kit. Visual inspection of the sample noted the tube surface is evidenced broken. Confirmed tube evidenced inside the tube. This does not meet specification which states "product must be according to packaging drawing". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿inadequate design causing shaft breaks¿. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿MRI safety information: this temperature-sensitive foley catheter is mr conditional. Under the following conditions, a patient can be safely scanned with this device. Failure to observe these conditions could result in serious injury to the patient. Special instructions: the position of the wire of the temperature-sensitive foley catheter has an important influence on the amount of heating that may occur during an MRI examination. Accordingly, the temperature-sensitive foley catheter must be positioned in a straight configuration in the center of the patient table (i.e., in the center of the mr system without a loop) without touching the patient to ensure patient safety. This product should never be connected to the temperature monitor or connected to a cable during an MRI scan. Failure to follow this guideline may result in serious injury to the patient. See instructions for use! It is important to strictly follow these specific conditions, which have been established to enable the scan to be performed safely. Any deviation may result in serious injury to the patient. Additional safety instructions include the following: 1.remove any electrically conductive material from the mr system bore that is not required for the MRI scan (e.g., unused surface coils, cables, etc.). 2. Keep electrically conductive material that must remain in the mr system bore from coming into direct contact with the patient by placing insulating material, such as foam rubber padding, between the conductive material and the patient. 3.position the temperature-sensitive foley catheter in a straight configuration in the center of the patient table to avoid crossover points and conductive coils or loops. The temperature-sensitive foley catheter wire and connector should not be in direct contact with the patient during the MRI scan. 4. Position the temperature sensitive foley catheter appropriately and add insulating material such as foam rubber padding accordingly¿ "UDI format updated with available product information per gudid as requested." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter tube was broken and pushed into centrifuge tube. It occurred while in use with patient and no serious injury or harm done.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter tube was broken and pushed into centrifuge tube. It occurred while in use with patient and no serious injury or harm done.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d,e,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter tube was broken and pushed into centrifuge tube. It occurred while in use with patient and no serious injury or harm done.